Manufacturer narrative:
Update to h6 (type of investigation, investigation findings and investigation conclusions) and h10. The sapien 3 valve was not returned for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. There was no imagery returned. During manufacturing all inspections are conducted on 100% of the units. The entire device is visually inspected and dimensionally testing during the manufacturing process. The inspections and tests described above support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformances that would have contributed to the complaint event. A lot history record review was performed and did not reveal any related complaints. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for malposition was unable to be confirmed due to unavailability of procedural imagery. No potential manufacturing non-conformance were identified. A review of IFU/training materials revealed no deficiencies. As reported, 'the valve was implanted higher than expected (non-coronary cusp was higher than 100/0). A second 20m sapien 3 valve was used to be deployed appropriate annulus level. No complications for the patient'. In this case, available information suggests that the patient's horizontal aorta created challenging pathway to positioning the valve, and it led to valve deployment at high position (valve positioning technique). However, a conclusive root cause was unable to be determined. No IFU or labeling or training manual inadequacies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Therefore, no product risk assessment no corrective or preventative action is required at this time.

Manufacturer narrative:
The sapien 3 valves were not returned to edwards as they remain implanted in the patient. Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest in addition to the procedure itself, patient factors (horizontal aorta) may have contributed to the too aortic placement of the initial valve and the subsequent deployment of a second valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliate in (B)(6), a 20mm sapien 3 valve was deployed in the aortic position by the transfemoral approach. The initial valve was implanted higher than expected (the non-coronary cusp was higher than 100/0). A second 20mm sapien 3 valve was deployed at a more appropriate annulus level. No complications to the patient were reported. Per medical opinion, the placement too aortic was due to patient's horizontal aorta.